Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware. D6b: explant date: about a year ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: sc-8216-50, model: m365sc8216500, serial: (B)(6), batch: 7019322.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The facility disposed of the old equipment. No further information has been obtained despite good faith efforts.